Event description:
Pt called lfs on 04/2004 and alleged that their meter would not power on upon inserting a test strip into the meter. The last time the pt tested on the meter was 03/2004. The issue with the meter was not resolved with troubleshooting. The pt was experiencing symptoms of dizziness and a headache. The pt did report receiving insulin by a medical professional. No other blood glucose tests were performed on another meter. Based on the info provided by the pt, there is no evidence of the meter contributing to a serious injury. It would have been helpful to know what the pt's blood glucose result was when they were experiencing symptoms and when did the pt develop the symptoms and receive treatment. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to reach the pt. No further info has been reported.